Manufacturer narrative:
(B)(4). The device was returned with the stent fully mounted onto the delivery system. The customer¿s guidewire was not returned for analysis. During product analysis the investigator attempted to load a boston scientific 0.014¿ guidewire through this device, however it was noted that the guidewire exited out through the device proximal to the monorail exit port. A visual and microscopic examination identified that the catheter was perforated 175mm proximal to the tip, this type of damage is consistent with excessive force being applied to the device and the guidewire exiting out through the catheter. This was supported as the investigator observed the guidewire exiting out through the perforated catheter when they attempted to load the device onto the guidewire. During analysis to investigate the monorail exit port, the investigator directed the guidewire past the catheter perforation. The guidewire was observed bypassing the guidewire exit port and continuing down the inner shaft, this indicates that the inner shaft and outer sheath were not patent which may have prevented the guidewire from exiting out through the guidewire exit port. A visual and microscopic examination identified no damage or any issues with the stent or tip of the device that could have contributed to the complaint incident. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2017. It was reported that wire lumen restriction occurred. The target lesion was located in the internal carotid artery. A 8.0x29mm carotid wallstent¿ was selected to treat the lesion; however, when it was advanced inside the guide catheter, the guide wire did not come out from the monorail port. The usage was discontinued and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed catheter perforation.

Manufacturer narrative:
Device evaluated by MFR corrected from during product analysis the investigator attempted to load a boston scientific 0.014¿ guidewire through this device, however it was noted that the guidewire exited out through the device proximal to the monorail exit port. - to - during product analysis the investigator attempted to load the customer¿s guidewire and a boston scientific 0.014¿ guidewire through this device, however it was noted that the guidewire exited out through the device distal to the monorail exit port. (B)(4).

Event description:
Reportable based on device analysis completed on 20-dec-2017. It was reported that wire lumen restriction occurred. The target lesion was located in the internal carotid artery. A 8.0x29mm carotid wallstent was selected to treat the lesion; however, when it was advanced inside the guide catheter, the guide wire did not come out from the monorail port. The usage was discontinued and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed catheter perforation.